Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, due to damage on the printed circuit board on the videoscope, foggy image occurred. Additionally, up/down plate was sticky, rubber cover of forceps channel port was detached, and due to damage on bending tube, the joint section between bending tube and distal end was not secure. There was no patient involvement.